Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated there was no audio on the mx40. There was no report of a patient injury or harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.